Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer¿s blood glucose level was between 115 mg/dl at the time of the incident. It was reported that blood glucose rise from 112mg/dl to 250 to 400 mg. She delivered a bolus but this did not help. Pump alarmed insulin flow blocked several times. She performed self test on pump and error popped up. Pump performed rewind but alarmed error again. Pump is now working according to mother. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. Hardware low level failures confirmed in the device history due to broken traces on keypad assembly. Device received with cracked battery tube threads, minor scratches on case, stained keypad overlay, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked retainer, faded serial number label and minor scratches on lcd window.